Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. The reservoir line was cut during the surgery. The old reservoir was not successfully explanted and remains on the patient¿s right side. A new reservoir was implanted on patient¿s left side. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised due to tubing leakage. Reservoir line was cut during the surgery. The old reservoir was not successfully explanted and remains on the patient¿s right side. A new reservoir was implanted on patient¿s left side. Titan otr pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tube of cylinder 2 near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the exhaust tube of cylinder 2 near the cylinder strain relief to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.